Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of power supply unit. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to poor contact of the power supply unit, the power supply was interrupted. In regard to the newly identified malfunction, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had intermittent power and automatically shut down after approximately five minutes, during set-up. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide updated information and the manufacturing date of device. Updated fields: e1; g3; h2; h4; h11 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.